Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that they had experienced a power loss on their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.

Manufacturer narrative:
Pump passed self test, sleep current measurement, active current measurement and displacement test. Pump trace download analysis confirmed the pump alarmed power error (B)(4), low battery alert, power loss alarm, replace battery alert and replace battery now alarm. The power management tool confirmed power error (B)(4), low battery alert, power loss alarm, replace battery alert and replace battery now alarm was triggered when the backup battery unloaded voltage was less than 3.7 volts for 240 consecutive minutes due to non-sleep anomaly software error. Unit had minor scratched display window, scratched case, pillowing keypad overlay, keypad overlay texture damage and a cracked retainer.